Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the fourth , fifth or sixth firing and the clip did not stay on the tissue, but the clip was retrieved through the trocar. The device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.